Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record review was performed for the subject device lot number l113564. Manufacturing location: (B)(4). Date of manufacture:14.sep.2016. Expiration date: 01.aug.2026. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the second and third metacarpal fracture. While drilling, the drill bit in question attached to the power tool did not go forward. When extra force was applied to the drill bit, the surgeon felt something wrong. The x-ray was taken during the surgery. It was found that there was a broken tip of the drill bit in question in the metacarpal bone on the x-ray. The broken piece of the drill bit in question was left in the metacarpal bone by surgeon¿s medical judgement since the broken piece was embedded completely in the bone although the surgeon tried to remove the broken piece of the drill bit. According to the surgeon¿s opinion, the surgeon might be drilling the bone by applying extra force, and the bone quality of the patient might have been hard. The surgery was extended for five minutes but was successfully completed with no other medical intervention required. Concomitant devices: 1x unk power tool (va-hand). This is report 1 of 1 for (B)(4).